Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator was alarming due to a high oxygen supply pressure. The customer reported the device was not in use on a patient therefore there was no patient involvement. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. As the device was out of warranty, the customer contacted manufacturers product support (pse) for assistance. Pse advised removing the o2 transport kit manifold, and the customer reported the alarm cleared. The hospital biomedical engineer reported the o2 regulator on the oxygen tank could not be adjusted. The biomedical engineer reported he replaced the regulator and the problem was corrected. Per the device operators manual, the ventilator should only be connected to an oxygen gas source capable of delivering a regulated 40-90 psig. If the customer's regulator does not deliver a regulated psig to the ventilator as specified, it may result in a high oxygen supply pressure alarm which may close the oxygen valve.